Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that after angiographic visualization, the graftmaster stent was used to treat a perforation that occurred in the distal peroneal artery with the use of a non-abbott device. A 2.8 x 19 mm graftmaster stent was deployed at 15 atmosphere (atm) across the perforation which then showed just minimal residual extravasation. A 2.5 x 40 non-abbott balloon catheter was then inflated over the area for 5 minutes. Follow-up angiography showed no residual perforation. Additional intervention of a collateral vessel of the tibioperoneal artery with a non-abbott stent was performed and the procedure was completed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.